Event description:
The device was found operating in standby mode at routine follow-up. Device re-initialisation was performed and normal follow-up could be completed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.